Manufacturer narrative:
Device evaluated by MFR.:unit returned with its original pouch. The unit returned has tip damage, as part of overall visual revision. The device has a section of the polymer tip sheared; and the distal tip was kinked. No more damages were found in the device. Overall length and outer diameter (od) of distal tip, middle of the device, and proximal section are within specification.

Event description:
Reportable based on device analysis completed on 18jun2019. It was reported that guidewire tip damage occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use in a patient. However, when the wire was removed, the tip was appeared to be sheared, however, the tip was not detached. The procedure was completed with another wire. No patient complications nor injuries were reported. However, returned device analysis revealed a section of the polymer tip peeled.